Event description:
It was reported that the patient's system monitor screen was pixilated on the night of (B)(6) 2022. The hospital physician tapped the screen and jostled the monitor, which caused an alarm that sounded for one second. The alarm resolved on its own. The system monitor was exchanged. Upon review of the patient's log files from this event, a pump off alarm was found. This alarm was caused by the pump stop command on the system monitor being hit, which resulted in an intentional pump stop. From the time the new monitor had been connected, the ventricular assist device (vad) flowed at a normal speed and flow. The patient was hemodynamically stable and there were no concerns for the patient's condition.

Manufacturer narrative:
Patient weight has been requested, but not yet provided. No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the log file data provided by the account confirmed a transient pump stop event due to the pump stop button being pressed. The controller event log file contained data spanning from 09may2022 at 05:15:38 to 21may2022 at 09:34:26, per the timestamp. The pump operated as intended at the stored patient speed until 20may2022 at 21:04:59 when an intentional pump stop event was recorded. This event had corresponding low flow and lvad off alarms. The pump was stopped for approximately 3 seconds during this event. Following the event, the pump speed ramped up to the stored patient speed without issue and the pump operated as intended at the stored patient speed for the duration of the log file. No other unusual events were recorded. The patient¿s nurse noticed that system monitor screen was pixelated, so they tapped the screen/jostled the monitor. As a result, an alarm went off for approximately one second and resolved on its own. The nurse changed out the monitor and reviewed the patient¿s alarm history, which revealed a ¿pump off¿ alarm. No unusual events were recorded after the system monitor exchange took place. The patient remained ongoing on heartmate 3 left ventricular assist system (lvas), serial number mlp-028238, until they expired (refer to manufacturer report number 2916596-2022-11847). Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The relevant sections of the device history records were reviewed and showed no deviation from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU) contains the following information: section 4 "system monitor" outlines all system monitor operations and alarm messages. The instructions for use states: "use the pump stop button to turn off the pump. To use this feature, press and hold the pump stop button while the pump stop countdown counts down from 10 to 1. The pump stops within the first few seconds of holding down the pump stop button. However, if the button is released before the countdown is complete, the pump resumes at the previously set mode and speed. After the countdown, the stopping pump message appears. The countdown lasts for approximately 10 seconds. Initially, the warning: low speed advisory alarm and then the low flow hazard alarm appear, both without an audible alarm. When the countdown nears zero, the pump off alarm appears, accompanied by a continuous audible alarm after the pump is off. Important! - during the pump stop countdown, an audible alarm sounds after approximately two seconds of holding the pump stop button. When the pump off alarm appears, a continuous audible alarm sounds." Section 7 "alarms and troubleshooting" outlines all system alarms and the recommended actions associated with them. No further information was provided. The manufacturer is closing the file on this event.